Manufacturer narrative:
Pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 1.3, retest#1 inratio: 1.2, retest#2 inratio: 1.4. Date: (B)(6) 2011, inratio: 1.4, lab: 3.7. Pt's target therapeutic range is 2.5-3.5. On (B)(6) 2011, results done within minutes of each other. On (B)(6) 2011, lab draw was done 1.2 hours after the meter. Coumadin dose was increased after results on (B)(6) 2011,